Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the poly-axial screw revealed that the inner cap (saddle) is dislodged to a certain degree from its intended location. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the poly-axial screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in the saddle falling apart during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision fusion l3-l5. Removed old 5.5 ti expedium 7x50 polys. Dr colman was replacing and old screw with a new 7.5x50 poly and the driver broke when the screw was 75% in the old pedicle hole. The screw was removed and replaced with a new one. We placed a new 7x50 in an unused pedicle in l3 and while trying to seat the rod, dr colman noticed that the inner saddle inside the poly head was not seated and was preventing rod placement. The screw was removed and replaced with a new one.